Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a gore (non-endologix) device on (B)(6) 2019. Clinical assessment also confirmed that the initial case was completed off-label due to the patient's neck anatomy.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of migration of the suprarenal extension (14mm) and sac growth (~7mm). The secondary endovascular procedure was not confirmed. The complaint is most likely user-related due to the off-label neck anatomy. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device codes - remove 1068, 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent; patient had tortuous anatomy and this procedure was the physician's first time utilizing the device. During the initial procedure, the suprarenal afx device was delivered too low with the top of the renal struts under the lowest left renal; this produced only a slight seal so the physician opted to also place an infrarenal afx device just under the left renal, then covering the previously non-covered portion of the suprarenal. Approximately two (2) years post initial procedure, an implant migration of the cuff (lateral shift of about 2cm distal of renal) was detected during routine follow-up, and an endoleak (type indeterminate) is suspected due to aneurysm expansion (5.3cm to 6.4cm). The physician plans to reline with an additional cuff and surgery is tentatively planned for late (B)(6) 2018. The patient who is reportedly stable and there have been no additional patient sequelae reported.